Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
A 74-year-old patient was treated for angioplasty with stent placement. During use, the surgeon noticed the indeflator unscrewed and did not allow the balloon to deflate. The pressure remained at 12 bars in the coronary artery. Staff was able to change the inflator, and complete the procedure. No reported injury.

Manufacturer narrative:
The suspect device was returned for evaluation. The device failed to inflate and deflate. The root cause of this defect could not be determined. A search of the complaint database was performed and fourteen similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.